Event description:
It was reported that the device was nearing elective replacement indicator (eri) sooner than expected. The patient will continue to be mointored. The devcie remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri: daily battery voltage trend data in save to disk file (B)(4) shows min bat=2.64 volts min between (B)(4)-2012 and (B)(4)-2012 is before device eri <= 2.62 volt.